Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: testing confirms issue in history but was not able to reproduce dur pump powers with returned battery cap. Battery cap is able to fully tighten. No evidence of short battery life observed in black box however one alarm observed in black box on (B)(6) 2014. Current draws within specifications. No "battery life" or "power" issues duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.